Event description:
Pt to operating room for exploratory laparotomy for colon obstruction, and takedown of splenic flexure. Returned to operating room from pacu for wound dehiscence and evisceration. On re-exploration all the fascial sutures (novafil) were broken. They did not untie or tear through fascia.